Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, fault code 2d, indicating secondary moto voltage too high. Alarm is suspected to have been produced in-house during data extraction as no alarm was reported at the time of the complaint. Visual inspection of external components found no abnormalities. Visual inspection of internal components found pinched insulation of the white wire of the airflow sensor cable. Freedom driver passed all functional testing for acceptance at incoming inspection. Damage found to the airflow cable was suspected to have caused the reported issue so additional testing included disconnecting the airflow sensor from the main pcba. This should and did result in asterisks for fv and co values on driver display. The cable was also tested for continuity opens or shorts, however, no malfunctions were found during testing. A pull/wiggle test was performed to test proper communication to main pcba without any reported issues or failures. Airflow sensor cable could not be conclusively determined to be root cause of the reported issue. Customer complaint could not be replicated and driver passed all areas of functional testing. Failure investigation for this complaint could not confirm the reported issue. Although testing and inspection indicated a potential issue with the airflow sensor cable, no failures were found. Root cause of the display issue could not be determined. Failure investigation identified no test failures or other damage that could have contributed to the complaint. Freedom driver functioned as designed. Airflow sensor cable will undergo additional investigation. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom driver display showed asterisks instead of numbers for the fill volume and cardiac output.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom driver display showed asterisks instead of numbers for the fill volume and cardiac output.